Event description:
Procedure: nissen. Reportedly, the nurse connected the autosonix hand piece to the transducer and all adequate steps were taken as normal to use the autosonix. However, when the surgeon tried to use it inside the patient, upon pressing the foot pedal, the generator emitted the normal noise as if it was working properly, but at the hand instrument tip no energy was emitted and hence when tissue was placed within the instrument jaw, nothing happened. The nurse unscrewed the hand instrument from the transducer and re-attached it back on several times, but still nothing happened.